Event description:
It was reported that following an unrelated rf ablation procedure, patient's cervical ipg was unable to communicate. Patient did not place the ipg in surgery mode prior to the procedure. A company representative met with the patient and was successfully able to recover the ipg.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.